Manufacturer narrative:
Device received on 7/31/2025. Additional information: d9. Investigation summary one (1) used. List # 011-mc3316, ext set, smallbore bifuse w/2 clave¿ clear was returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned for evaluation. The sample was tested according to procedure. After the test, no leaks were noted. Complaint of leaks cannot be confirmed or replicated. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
B3 - date of event - the date of event is unknown but in june, and 01 jun 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, di, product code, 501k, and manufacture date are unknown. Some value entered as placeholders. D4, g4: he di, product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a double microclave connector that experienced leakage. The reporter stated that "it leaked below the microclave in the lumen of the double connector. Fortunately, the nursing staff caring for the patient detected the issue very rapidly as the fluid leak could be seen and there was no patient harm as a result, in our institution ¿. There was a patient involvement but no patient harm. (B)(6), received the following additional information the leaking is noted until now with the most recent just last week.